Event description:
Patient called lfs alleging that their surestep meter was reading inaccurately low. Patient did not have any symptoms at the time of concern. They obtained a "2.1 mmol/l" with the reported meter and decided to eat peanut butter and drink apple juice, based on the physician's instructions. Patient re-tested after eating on a different meter and obtained a "5.8 mmol/l". Based on the information provided, the patient did not suffer an adverse event. They obtained a low blood glucose reading, had food, tested with a different meter and obtained a higher reading, and treated themselves based on their physician's instructions. The technical service representative discovered through troubleshooting that some of the test strips had not been absorbing the applied blood samples. The patient did have control solution to perform a quality control test and reported never having cleaned the meter. The technical service representative only replaced patient's test strips, as the patient felt their meter was functioning properly. The tests trips are being reported due to the possible malfunction.